Manufacturer narrative:
5086mri52 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted within 3 months of a change out procedure due to a pocket infection with swelling at the infection site. Antibiotic treatment was administered. No further patient complications have been reported as a result of this event.